Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 17.2 mmol/l, 7.7 mmol/l, 6.6 mmol/l, 5.6 mmol/l, and 18.2 mmol/l. Customer tested 6.8 mmol/l on the aviva nano system within 10 minutes of the mobile results. Customer injected an unspecified once daily long-acting insulin. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 278051, expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.